Event description:
I switched from the dexcom g6 to the dexcom g7 constant blood glucose monitoring system as soon as the g7 was available. I had zero problems with the g7 until their was a change so it would work with the tandem insulin pump. I have now had the last six sensors fail. The failure starts with losing connection to my receiver or I get a message of brief sensor issue to wait up to three hours. The sensor then reconnects and does the same thing over until I get a message saying sensor failure. Dexcom has been sending replacement sensors out without a problem. Dexcom has told me that the sensors are for up to 10 days that on many people will only last 5 days or so. The customer service reps have all kinds of reasons like it wasn't installed correctly or say your body has changed and they have also suggested applying the sensor in places that dexcom does not recommend. I have looked on social media and their are thousands of complaints, its even gotten so bad that dexcom has removed their corporate site from facebook. I believe these are serious quality control issues and need to be addressed. Reference report #mw5152286, #mw5152287, #mw5152289, #mw5152290, #mw5152291.